Event description:
The bipap a30 ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device was processed as scrap. The device will be included in fsca 2021-05-a.